Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain at site of the pump. A surgical procedure was performed to remove the ms pump and replace with a tenacio pump. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).